Event description:
During case, a 7f trerotola percutaneous thrombolytic devices was prepped for procedure. While in use, device jammed and was unable to be utilized further. Device was removed and saved for inspection. Case continued to completion.